Manufacturer narrative:
This concomitant device was inadvertently omitted from the previous medwatch submission.

Event description:
Per clinical review. The manufacturer's venous reservoir was used and the sensor pads were placed on a flat surface. The sensor pads were attached to the reservoir for at least 5 minutes and then the actual sensor was coupled to the pads / reservoir. The manufacturer's sensor gel was used to increase coupling effectiveness. During cpb, a level alert message was posted with audible tone. The user did not recall the posted message, but likely is was "level not attached". This indicates a coupling issue which can be caused by a number of reasons: use error in placing the pad and using the gel, and / or a sensor or module issue. The user attempted to troubleshoot the issue and since they were not able to successfully address the issue, the level sensor was turned off for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. No parts were returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, malfunction of the level sensor was observed. Without any known cause, a level alarm sounded. The customer tried to stop the alarm by pushing a mute button, however it could not become mute. The event was resolved when the power supply was turned on and off. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient.